Event description:
It ws reported that the lens haptic broke during insertion into the patient's right eye. The incision was enlarged and a back up lens of same model was implanted successfully. Reportedly, the patient is healing as expected. The delivery device used during this event was reported under 2031924-2014-00350.

Manufacturer narrative:
The lens was discarded by the user facility, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.